Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door the day after her treatment she found fluid leaking from the cassette. The patient was advised to contact her pd nurse, the set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection and her effluent has remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.